Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
It was reported that during a left reverse total shoulder procedure, the 3.2mm pilot wire would not pass through the hole on the left side baseplate guide. Surgery completed without delay or further incident.

Manufacturer narrative:
An event regarding pilot wire not passing through the rsa baseplate centering guide was reported. The event was confirmed. Method & results: device evaluation and results: device was examined with material analysis engineer and found there was metal debris present inside the shaft of the baseplate centering guide. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the investigation determined the likely root cause of the event to be debris found inside the shaft of the baseplate centering guide. The debris indicated a composition consistent with a (B)(4) series stainless steel, likely from a pilot wire. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that during a left reverse total shoulder procedure, the 3.2mm pilot wire would not pass through the hole on the left side baseplate guide. Surgery completed without delay or further incident.